Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted. No visual defects were noted. The seal was inspected for cracks. No defects were noted. Based on the visual findings, no problem was found with the returned device. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the seal on the hs iii proximal seal system 3.8mm cracked. A replacement device was used to complete the procedure. The hosp did not report any pt effects.